Manufacturer narrative:
Four (4) 138104 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection of the devices packaging found fold over at the non-chevron seal (manufacturer end). All devices were dye leak tested. Testing found that all devices exhibited dye leak indicating a breach in sterility. The defects were likely caused due to improper loading into the seal machine during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. In the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. Safety tips: inspect and test each device before each use. Inspection: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected (4) 138104, electrode, blade, std. Ext. Insulated,4., due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. The report is raised on the basis as a malfunction of a device with potential for injury with reoccurrence.